Event description:
Registered nurse (rn) spiked the vancomycin 1g vial to the 250ml normal saline (ns) using the vial-mate adapter. After spiking to the patient's secondary IV piggyback (ivpb) tubing and hanging the ns 250 with vancomycin, the system was leaking significantly. I had to create a new system. I believe the issue is with the vial-mate adapter. I am not sure what the lot number is, but the numbers on the package are #2b8071 and gr23f22017. This is not the first time the nurses stated issues with the vial mate, but the last time leaking was brought to my attention was a few months ago. Writing this investigational report in the event there is a trend.